Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. The customer states she has symptoms of blurry vison, dizzy and is light headed and shaky. Customer stated that would seek medical attention. Customer is concerned with: results obtained with the true result 37mg/dl on (B)(6) 2015 at 12:40pm not fasting. The strips expire 09/17/2018.